Event description:
It was reported "ac3 power cycled on its own - no alarms, plugged into ac power". Additional information states that the iab pump console was not swapped. No patient injury or cosnequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint of "ac3 power cycled on its own - no alarms" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to field service report, the field service representative checked the pump and could not duplicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ac3 power cycled on its own - no alarms, plugged into ac power". Additional information states that the iab pump console was not swapped. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).